Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.

Event description:
It was reported that the patient fell and was taken to emergency room (ER). While in the ER, the pacemaker stopped capturing. The device had reached elective replacement indicator (eri). It was also reported that there was high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.